Manufacturer narrative:
(B)(4). An in-house retained file reagent of the abbott prism hiv o plus assay, list number 3d34-48, lot number 86704hn00, was tested regarding specificity. These tests led to consistent performance of the reagent lot with no indication of trends towards (B)(6) rates and/or false (B)(6) results. Review of the (B)(4) testing for final release of the respective lot number gave no indications that the specificity of the lot might be adversely affected. Complaint records for the lot number used for testing were reviewed and did not identify any problems relating to the customer's observation. Product labeling was reviewed. The customer observed four potential false (B)(6) results when using prism hiv o plus assay kit, list number 3d34-48, lot number 86704hn00. The overall specificity performance was within package insert claims. Based on results of the evaluation, it was determined that prism hiv o plus assay kit, list number 3d34-48, lot number 86704hn00 is performing acceptably.

Event description:
The customer stated that specificity was not acceptable while using prism (B)(6) plus reagent lot 86704hn00. The customer stated that four reproducible (B)(6) results were generated with negative (B)(6) blot testing. No specific patient data was provided. No impact to patient management was reported.

Manufacturer narrative:
(B)(4). This report is being filed on an international product (prism (B)(4) plus, list 3d34) that has a similar product distributed in the us (prism (B)(4) plus, list 3l68). An investigation is in process. A follow-up report will be submitted when the investigation is complete.